Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the time it was implanted the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7054421.